Event description:
Additionally, it was reported that the event had prolonged the hospitalization.

Manufacturer narrative:
Continuation of d10: product ID: d-evolutfx-2329; product lot/serial number: (B)(6); product type: delivery catheter system; product ID: l-evolutfx-2329; product lot/serial number: (B)(6); product type: catheter loading system. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Select patient information cannot be included in regulatory report due to regional privacy regulations.  Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following implant of this transcatheter bioprosthetic valve, a post-procedure electrocardiogram was performed and showed left bundle branch block (lbbb). The lbbb continued to progress; therefore, three days later, the attending physician chose to implant a permanent pacemaker. The lbbb resolved. No additional adverse patient effects were reported.

Manufacturer narrative:
Updated data: b5, h1, h6 h1: updated from serious injury to death select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received that the initial permanent pacemaker was not non-medtronic product. The new upgraded pacemaker was a non-medtronic product. The patient died the day following this pacemaker upgrade. The left ventricular ejection fraction and the n-terminal pro-brain natriuretic peptide (nt-probnp) elevation had not resolved. An autopsy was performed. The physician indicated the cause of death was a myocardial infarction. The physician indicated the myocardial infarction was not related to the valve or procedure. The cause of the myocardial infarction was not reported.

Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received indicated the myocardial infarction occurred the day following the pacemaker upgrade.

Manufacturer narrative:
Updated data: b5, b6, d3, d4, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received indicated that at the 1-year follow-up the left ventricular ejection fraction (lvef) decreased from 55% to 40%. The n-terminal pro-brain natriuretic peptide (nt-probnp) measured 2267. This had increased from 198 at the 6-month follow-up. Increased dyspnea was noted. There was normal auscultation. A pacemaker interrogation was performed the same day and did not reveal any significant arrhythmia. The patient was paced 95% of the time. The associated left bundle branch block (lbbb) led to a high-percentage of pacing. As reported, this was a known cause of a reduced lvef. A coronary angiography performed approximately 2 months later showed no significant coronary lesion. Approximately 2 weeks following the coronary angiography, the bnp measured 9194. Ultimately, this same date, the patient¿s pacemaker was upgraded to a biventricular pacemaker with implantation of a screw-in quadripolar lead in a midcardiac lateral branch. The physician indicated this decreased ejection fraction event considered a heart failure event was probably related to the valve implant procedure and causal related to the valve. The low lvef event was reported as unresolved.